Manufacturer narrative:
UDI #: UDI not available for this system. Other relevant device(s) are: product ID: 9733686, serial/lot #: version (B)(4). No parts have been received by the manufacturer for evaluation. Device manufacturing date not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the navigation system will not communicate with the imaging system. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the anomaly. The analysis found that the reported behavior was the intended functionality of the software and the navigation system functioned as designed. If information is provided in the future, a supplemental report will be issued.